Event description:
A report was received that the patient was having charging issues wherein the ipg could not be charged. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected with the ipg.

Event description:
A report was received that the patient was having charging issues wherein the ipg could not be charged. The patient will undergo an ipg replacement procedure.